Event description:
It was reported that post implant of the right ventricular (rv) lead, there was intermittent loss of capture noticed on telemetry. The physician interrogated the device and got different capture thresholds when testing performed at different times. A micro-dislodgement was suspected. Physician stated the lead length was short at implant and wanted to replace it with a longer lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: 4076 implantable pacing lead implanted: 2008 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).